Event description:
Rep reported that the icp microsensor wire did not function properly. There were no other details available. It is not clear if this event was patient related. There was no record of what occurred.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: sealant is lifting at one end of the sensor case. Catheter is severely kinked 3cms from case. Catheter is mashed 10cms from connector. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the above evaluation, the supplier was unable to confirm the complaint. No further action is required. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.